Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2010-01602 and 01604.

Event description:
It was reported, "as part of routine inspection at the hospital and following the inspection guidelines relating to ra 2009-008, the sterile services department have reported via the sales rep that 3 further blocks have using these blocks very frequently."